Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited intermittent t-wave oversensing and intermittent farfield oversensing. It was noted that the t-wave amplitude appeared larger on a stored pacemaker mediated tachycardia (pmt) episode than on a stored atrial tachy response (atr) episode, and technical services (ts) explained that this was likely attributed to gain control. In addition, the pmt episode appeared to be a false positive due to sinus tachycardia with biventricular (biv) pacing at the maximum tracking rate. This pacemaker remains in service. No adverse patient effects were reported.